Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the device abd performed a 10k preventive maintenance on the unit. The power board,alarm sounder,membrane and overlay were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1000 turns on by itself. At this time, there is no information regarding patient involvement associated with the reported event.